Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. The expiration date is not currently available.

Event description:
It was reported that the speedtrap came off from the graft suddenly when the surgeon fastened the graft with the button on the femoral side and tried to fasten the graft on the tibial side during the acl reconstruction surgery on (B)(6) 2018. The same product had been already used several times before. When checked by another surgeon who guarded the thread, it was a same and normal technique as instructed. After the speedtrap came off, the button on the femoral side was reversed, the entire graft was taken out and re-sutured, and the graft was fastened after passing. The surgeon was concerned whether enough fixing strength was given by using this product. It was brand new and the first use when the issue occurred. There was 30 min delay in surgery and no harm to the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device evaluation is still in progress. A follow-up medwatch will be filed after completion of evaluation. UDI: (B)(4). The expiration date is not currently available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. Only the speedtrap suture was returned and not the delivery device. Visually, some tissue was observed on the green/white suture indicating its usage. However, the suture could not be tested functionally. Since the suture was returned and it showed signs of usage, we can say that the suture was attempted to be implanted, but could not be used due to the reported failure. This complaint was thus confirmed. There are a few possible reasons that could have contributed to the reported failure. If the graft ends are trimmed to less than 3mm from the distal whip stich, the suture construct may slip off the graft end. Under-tensioning the speedtrap winding sutures may result in the laxity of the speedtrap suture/graft construct. These probable reasons point to failure due to user technique. However, we do not have enough information in order to state a definite root cause for the reported failure. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into depuy synthes mitek complaints system revealed no complaints of any kind for this lot of devices with the product code that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).